Event description:
-Philips received a complaint by the customer on the v60 indicating that a 1212 "running on internal battery" alarm error message occurred. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found before the device was used on a patient. The device was swapped out for another v60. There was no reported patient or user harm, and there was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1212 "running on internal battery" alarm error message occurred.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. Therefore, the power supply was replaced, and the issue was resolved. While this issue has been resolved, the pse stated that an additional issue was observed during further evaluation of the device and is being addressed in a subsequent case.